Event description:
Pt has groshong catheter in place as veins access device for t.p.n. The cap of the groshong fell out of the sleeve and out of the groshong catheter itself. A groshong repair kit was used to replace the catheter tip and sleeve. Groshong was inserted 9/28/97 at the hosp.